Event description:
It was reported that during follow up, it was noted that the lead impedance trend for both the right ventricular (rv) lead and the right atrial (ra) lead showed a gradual rise in impedance from 400 to 1000 ohms since implant with the exception of several sudden drops in impedance to levels as low as 100-200 ohms. In addition, the ra lead experienced a high amount of short interval counts (sic). X-ray photos were taken, in which no abnormalities were detected. The patient is currently being monitored and the leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected lower range, and oversensing due to non-physiologic signals/sic (sensing integrity counter) were detected. The analyst noted that 2500 atrial short interval counts (sic) occurred since 2014 (B)(6). The impedance was stable at baseline of about 400 ohms with occasional minimum measurements of less than 200 ohms. The atrial unipolar lead impedance warning occurred on 2014 (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.